Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced multiple incidents of elevated blood glucose (bg) levels. However, the exact values were not provided. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.